Event description:
It was reported that on (B)(6) and (B)(6) the patient faced three separate occasions with the foley catheter pulled out. On inspection of the balloons of the 14 fr latex free catheter, the balloons were ruptured open. After consultation with urologist the patient recommended to use 14 fr silicone foley which was well inserted.

Manufacturer narrative:
The reported event is inconclusive. The device was not returned for evaluation. A potential root cause for this failure could be "exposure to petrolatum based lubricant or other degrading materials". The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the lubri-sil foley catheter product ifus are found to be adequate based on past reviews. Correction: b3 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the lubri-sil foley catheter product ifus are found to be adequate based on past reviews.

Event description:
It was reported that on may 9th and may 11th the patient faced three separate occasions with the foley catheter pulled out. On inspection of the balloons of the 14 fr latex free catheter, the balloons were ruptured open. After consultation with urologist the patient recommended to use 14 fr silicone foley which was well inserted.